Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 27 mg/dl. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous glucose. Reportedly, the customer was unable to recall when the release date was, however, customer indicated the issue was resolved and no permanent damage was sustained.